Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer originally ordered a quantity of 2 with product number 735-55, temperature out phono plug ge. Stated that the order received through partssource, the box contained 2 bags both identified as 735-55 however they contained 2 different parts. One was the ge phono jack 735-55 what was depicted in the attachment. The other was a 735-56, philips connector in which the bag marked 755-55. The user just received the replacement part and it had the same issue, received a bag marked 735-55 with the philips connector, 735-56.

Event description:
It was reported that the customer originally ordered a quantity of 2 with product number 735-55, temperature out phono plug ge. Stated that the order received through partssource, the box contained 2 bags both identified as 735-55 however they contained 2 different parts. One was the ge phono jack 735-55 what was depicted in the attachment. The other was a 735-56, philips connector in which the bag marked 755-55. The user just received the replacement part and it had the same issue, received a bag marked 735-55 with the philips connector, 735-56.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.